Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that the boss feature that mates with the capri implant was fractured. The broken tip component remains in the patient and was therefore not available for evaluation. Complaint history records were reviewed for this lot, and no similar complaints were identified. The capri large expandable surgical technique was reviewed and the following relevant information was identified: cage insertion: with the desired cage selected and assembled, pass the inserter threaded shaft down the inserter. Use the short size 20 non-tapered driver to thread the inserter onto the cage at the insertion point for the desired approach and introduce the cage into the site. If needed, use the curved or angled pusher to assist in positioning the cage. According to the rep, the disc space was tight and the patient had hard bone quality. Inserting the implant in a tight disc space, coupled with hard bone, likely surpassed the structural integrity of the instrument tip.

Event description:
It was reported that during implant placement a capri large expandable 'inserter tip broke' intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.

Event description:
It was reported that during implant placement a capri large expandable 'inserter tip broke' intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.